Event description:
MFR was notified that during attempts to occlude a traumatic carotid cavernous fistula, the first dsb was uneventfully positioned and inflated with 0.4 ml of contrast medium. While preparing for pulling out the delivery catheter, the balloon burst. It was impossible to retrieve the balloon. A new dsb was inserted and expanded with the same amount of contrast. Just before the control angiogram before detachment, the balloon ruptured. These events did not cause any deficit to the pt, whose fistula was later on successfully occluded by cook's detachable coils.